Event description:
The customer reported that a "critical event" occurred around coincidence alarm. She would not elaborate further but stated it was a patient safety event. She is unsure if our fetal monitor led to the critical event, as she needs to investigate further."

Manufacturer narrative:
The customer did not provide further information and the cause of the issue is unknown. A lack of subsequent reports of the same issue for >200 days supports that the problem was resolved. The reporter for this complaint is considered to be the person who detected the problem and the complaint initiation date is considered as the date the problem was detected. No further investigation or action is warranted.

Event description:
The customer reported that a "critical event" occurred around coincidence alarm. She would not elaborate further but stated it was a patient safety event. The device was used for monitoring at the time of the allegation. The customer was asked about the patient outcome but would not elaborate further; it was not known.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.